Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced two low blood glucose (bg) level events; bg value was not provided. Customer reported that bg tends to fall very easily; cause was not known. Customer treated first low bg with a glucagon kit and addressed second low bg by consuming a slurpee and peanuts. Recommendation was made to consult with a healthcare provider to discuss diabetes management.